Manufacturer narrative:
Damaged knife. The analysis results found that the device arrived with the knife damaged, the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far for enough off center to result in an off center cut of the breakaway washer and damaged the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. The device was reloaded with staplers, a new washer was placed and the device was tested for functionality; it fired, cut and formed all the staples as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a starr procedure, the device did not fire the staples. The anterior rectal wall was damaged. No adverse patient consequence. No information regarding how the procedure was completed.